Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a hakim valve was obstructed and was revised. The valve was implanted due to secondary normal pressure hydrocephalus after a surgery for a tumor. The initial setting was 110mm h2o. Then a week later, the valve obstruction was suspected. Therefore a revision surgery was performed. The patient has a primary disease of brain tumor. Permeation of blood or debris to the cerebrospinal fluid was suspected. There was no surgical delay and there was no adverse consequence to the patient.

Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed and failed an occlusion was noted. It was not possible to do a leak or reflux test due to occlusion. The siphon guard was removed and tested, failed, occlusion due to biological debris. The cam mechanism was moved. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball on the seat of the ruby ball on the cam mechanism, and on the base plate. The cam magnets were controlled, and the magnets passed. The root cause for the programming problem is due to the biological debris found on the cam mechanism. The root cause for the occlusions is due to biological debris around the ruby ball, causing this to be stuck to the seat of the ruby ball, and in the siphon guard. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.